Manufacturer narrative:
Age at time of event: 18 years old or older. (B)(4).

Event description:
It was reported that balloon burst occurred. The 75% stenosed target lesion was located in a mildly tortuous and severely calcified coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole at the proximal markerband. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon burst occurred. The 75% stenosed target lesion was located in a mildly tortuous and severely calcified coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.